Manufacturer narrative:
Device evaluation: as per information provided by the manufacturing site, the device returned is not the suspect device reported by the customer. Complaint product was not returned and therefore, product evaluation could not be performed. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: manufacturing record review (mrr) was conducted and no ncrs/discrepancies/deviations for similar issues were found during the manufacturing record review. The production order data shows that the product was manufactured and released according to the specification. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implanted: give date: not applicable as the lens was not implanted. If explanted: give date: not applicable as the lens was not implanted, therefore, not explanted. Initial reporter number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a model pcb00 intraocular lens (iol) came out bent. There was no contact with patient's eye as the issue was noticed during handling but prior to insertion. No further information has been provided.